Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple of the same altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was not provided. Reportedly, the customer cleaned the speaker holes and cleared the alarm however 2 hours later the altitude alarm recurred.the customer reverted to manual injections for insulin therapy. The customer was interested in a loaner pump.